Event description:
ER physician attempted to staple skin. First stapler jammed. Would not release staples. Second stapler partially closed through pt's skin. Did not release from stapler - device was "broken" with hand tools to release stapler.